Event description:
It was reported when using the bd pyxis medstation es system the user unable to search 3 medications. The customer added that this malfunction caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user unable to find 3 medication in the facility search from any stations. Where the pharmacy director was able to find the medication. The technical support specialist stated that the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.